Manufacturer narrative:
(B)(4) - hydrocele; low testosterone . (B)(4) - pressure on the spermatic cord. Conclusions: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a hernia repair procedure on (B)(6) 2008, and mesh was used. Post-operatively, the pt has had severe pain. In (B)(6) 2010, the pt was diagnosed with hydrocele and low testosterone. On (B)(6) 2010, the pt had surgery to remove pressure on the spermatic cord and to correct the hydrocele. The surgeon removed the outer part of the mesh and released it from the spermatic cord. The inner mesh was left in place. Testosterone replacement therapy was started and the pain has reduced. The pt still has pain with ejaculating and bruising in the testicles. An appointment with an urologist is scheduled.